Event description:
The customer reported obtaining elevated and erratic beta human chorionic gonadotropin (access total bhcg) results for one patient, for four different sample draws, from the unicel dxi 800 access immunoassay system. The customer stated that the patient was diagnosed with choriocarcinoma and the customer was using the bhcg results to monitor the patient's chemotherapy treatments (note that this is an off-label use of the assay). The customer reported the access total bhcg results out of the laboratory. The patient's doctor believes that the reported bhcg results were too high and the patient may have been receiving "too much chemotherapy" based on the reported results. The customer was unable to provide any further clarification on the physician's comment of "too much chemotherapy." The customer indicated that the patient's samples were reproducibly low when run on an alternate methodology, with results ranging from 2-3 miu/ml. The customer was advised by beckman coulter customer technical support (cts) that the access total bhcg assay is not labeled for use as a tumor marker. Cts had also advised the customer that the medications that the patient was taking have not been tested to determine if there is a drug interference with the access total bhcg assay. The customer reported that no other issues were observed with other patient samples, quality control (qc) recovery, or other assay performance. The patient samples were collected in lithium heparin plasma tubes and there was no report any sample integrity issues for this event. The customer indicated to cts that they believe a patient sample-sourced interferent may have caused or contributed to this event. Unicel dxi 800 access immunoassay system serial number (B)(4) was used in conjunction with the access total bhcg reagent for this event.

Manufacturer narrative:
The customer does not believe a system issue caused this event, as the event was isolated to four different sample draws from the same patient. The customer indicated that they may send patient samples to beckman coulter for further investigation but none have been received. In conclusion, the cause of this event is unknown. The customer was using the bhcg assay off-label for tumor marker monitoring. There was no evidence supplied to reasonably conclude a malfunction caused or contributed to this event. The access total bhcg assay instruction for use (IFU) advises users that the assay is intended for early detection of pregnancy.